Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend plus two samples received from p/n 67pfps45 l/n 3965904 for testing. Samples filled with 5 cc of air and only one side inflated. According to the IFU (10018859-001 rev.100 -instruction for use ? Bivona tts flextend tracheostomy), the pilot balloon was manipulated, and the cuffs inflated completely. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuffs inflated completely. The complaint is not confirmed. Manufacturing reviewed and no discrepancies were noted. Complaint was not confirmed.

Event description:
It was reported the device cuff did not inflate. No patient involvement.